Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced visual acuity distance 0.3 (corrected 0.4) and possibility of center offset and deviation. The iol was exchanged for another lens model 2 months following the initial implant procedure. Additional information has been requested.

Event description:
The surgeon explained to the patient that there was a possibility that the iol replacement may not improve the patient's vision and patient agreed for replacement. As per surgeon opinion it may be due to iol deviation or iol misalignment in pupil center. Even if the brain had not yet adapted, the surgeon believed that replacement with a monofocal iol might improve vision, so the surgeon performed the replacement. Improvement in visual acuity was obtained.